Event description:
It was reported to medtronic minimed that the customer reported cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage at the display folio. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with an unresponsive keypad. Pump was cut open to perform visual inspection and found cracked keypad dome (center and up button locations). 0.0 can be seen when programing a basal. Unable to download history files and traces using thump due to unresponsive keypad. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked belt clip rails, and cracked keypad overlay. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (center and up button locations). Alleged cosmetic damage at the damaged display window cover was not confirmed due to prime pump not having a display window cover by design. However, cosmetic damage was confirmed where scratched case, cracked keypad overlay, cracked belt clip rails, and cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.